Manufacturer narrative:
Device evaluation: the pump was returned with the percutaneous lead cut approximately 7.5 inches from the pump housing and the severed portion of the lead was also returned. Electrical continuity testing of the distal end portion of lead revealed no shorts or discontinuities. However, upon removal of the metal braided shielding and bionate layers of the lead, examination of the underlying wires revealed a breach in the insulation of the green wire at what would be approximately 16 inches from the pump housing. The breach in the insulation of the green wire appeared to be the result of abrasion against the metal braided shielding due to repetitive movement of the lead in this area. There was no evidence of mechanical damage such as crushing or pinching. Pump function could have been interrupted as a result of the breach in the insulation of the green wire if the exposed conductors of the wire contacted the metal braided shielding and created an electrical short to ground while the device was supported by the power module. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 3 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the system controller produced red heart alarms, and system controller interrogation revealed pump stoppage events. The patient was asymptomatic. The patient underwent a device exchange on (B)(6) 2017 due to suspected driveline compromise.